Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to patient anatomy and was attempted for left bundle branch (lbb) placement with multiple positioning.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was attempted due to patient anatomy and multiple positioning. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.